Manufacturer narrative:
The technician replaced the right foot brake caster to repair the bed.

Event description:
Alleged the right foot brake caster will not unlock from brake due to a bent caster stem.